Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Analysis of system logs showed evidence of a memory verification failure in the logs. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the event occurred prior to being used on the patient during a wedge segmental resection. When the reload was connected to the adapter, beep sounds were heard and the display screen showed power handle indicator. The device then did not react at all. The case was completed using a new handle. After the surgery, the handle was re-booted from sleep mode and the display screen showed and unfamiliar sign "ver.25" under the logo. The handle was re-booted again and the same event occurred. There was no patient injury.